Event description:
The manufacturer received information alleging the machine flow sensor inaccurate flow measurements occurring on a trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the machine flow sensor inaccurate flow measurements occurring on a trilogy ev300 device. There was no harm or injury reported. The device was not returned for service by the customer. There were no parts replaced, or repairs made to the device since the device was not returned for service. The service call was closed.